Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Three battery supply low power on resets (pors) occurred on (B)(6) 2016, all within one minute on the same day as implant, with reason "non-firmware initiated por, microprocess was master of the bus at the time of reset."

Event description:
It was reported that the implantable cardiac monitor (icm) had an electrical reset and data was not available. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.